Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and suspected cause was unknown. Additional information indicated that data showed 20 percent impedance dropped likely due to high pacing threshold. Also, it was unable to determine from looking at latitude if the threshold was high or if there was no capture. Nonetheless, there was not adequate safety margin. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.